Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient underwent a gastrectomy sleeve surgery on october 1st, 2019 and ¿suffered a large hematoma next to the surgical staple."

Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Medical records received and attached. D1,4: corrected data.